Event description:
The customer had worn the pod on her back and over the course of three hours, the pod began to fall off. This caused the cannula to hang "out from the skin," resulting in "bg levels going high" (258-365mg/dl). She uses "an adhesive barrier" when applying pods, though the "adhesive coverage is not enough to hold the pod in place." Insulet customer support referred her to the omnipod website for a listing of add'l products that can be used to aid in adhesion, and also recommended rotating the pod. The device will not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to identify any device malfunction that may have caused or contributed to the customer's high bg levels. No mechanical issue can be confirmed. Although no mechanical issue can be confirmed, it is determined that the customer's high bg levels had resulted from the cannula pulling from the insertion site and "hanging out from the skin." This condition is considered to be a failure of the device to function as intended (by failing to control bg levels). For this reason, we are considering a device malfunction to have been a contributing factor to the customer's high bg levels (despite the inability to confirm any mechanical issue). The omnipod system user guide warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Based on the info provided in the report, it is unk when the cannula had become dislodged in relation to when bg levels began to increase. A review of lot qualification records was performed - the lot passed the acceptance criteria. Note: eval method specific to activities performed during lot qualification and not to activities performed on the subject pod (as it was not returned for eval). Eval conclusions pertains to a failure of the cannula to remain inserted in the customer's skin (not to a "mechanical" failure detected during testing, as the pod was not returned).